Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm during the basic occlusion test and was unable to during the prime test due to faulty force sensor. The device had minor scratched lcd window, cracked display window corner, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.

Event description:
Customer reported an alarming insulin pump. Customer also states that the insulin is squirting out during the manual prime process. The blood glucose reading is 320 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.